Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an associated device replacement due to the device being unresponsive (see report 2124215-2016-01891), upon pocket opening a case of twiddler's syndrome was exhibited. This electrode was removed and is expected to be returned for laboratory analysis. Returned product analysis of both the electrode and the device is expected to provide root cause assessment of the system unresponsiveness. No adverse patient effects were reported during the revision procedure. A subcutaneous implantable cardioverter defibrillator (s-ICD) replacement system was then implanted with the field confirming a 3 incisions technique and using the two suture holes of the header for the device fixation, so as to mitigate future twiddling implications.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, the returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed damage consistent with twiddlers syndrome. The electrode exhibited an s shape; additionally, the outer surfaces of the hva coil was rubbed flat in the areas approximately 375-378 mm from the terminal pin and arcing damage visualized by melted metal, was noted on the hva coil in the area approximately 377-378 mm from the terminal pin. Analysis confirmed that due to twiddlers syndrome, this electrode became wrapped around the device case and the hva coils were rubbed to the point of contact with the device and resulted in arced energy to the device case. This in turn, resulted in internal arcing damage and the inability to interrogate the device as observed in this case.

Event description:
Boston scientific received information that during an associated device replacement due to the device being unresponsive (see report 2124215-2016-01891), upon pocket opening a case of twiddler's syndrome was exhibited. This electrode was removed and is expected to be returned for laboratory analysis. Returned product analysis of both the electrode and the device is expected to provide root cause assessment of the system unresponsiveness. No adverse patient effects were reported during the revision procedure. A subcutaneous implantable cardioverter defibrillator (s-ICD) replacement system was then implanted with the field confirming a 3 incisions technique and using the two suture holes of the header for device fixation, so as to mitigate future twiddling implications.